Event description:
Customer reports to be new to the paradigm 723 insulin pump and has had training, but states she had received alarms and is blind and does not know which alarms they were, but believes it may be low battery and low reservoir. Customer also reports of not being able to get to the main menu. Customer had called diabetes care manager and had not received a return call. Customer was advised to call when there was someone able to verify alarms. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.